Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed all supplies and resumed insulin delivery. Additionally, it was reported that there was missing data points on the continuous glucose monitor graph. The customer successfully started a sensor session. Blood glucose was 300 mg/dl.